Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer entering the settings incorrectly, an incorrect bolus amount was calculated by the pump. Reportedly, the customer delivered the recommended bolus, and experienced a low blood glucose (bg) level of 60 mg/dl. Subsequently, the customer fainted and received assistance from the contact. To treat the low bg level, the customer consumed carbohydrates which resolved the issue. Reportedly, the customer consulted with health care provider and adjusted the pump settings and was able to resolve the issue successfully.